Manufacturer narrative:
(B)(4)

Event description:
The customer reports during removal of the guidewire, it was noted that it was shredded

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports during removal of the guidewire, it was noted that it was shredded.

Manufacturer narrative:
(B)(4). The customer returned one unraveled spring-wire guide for evaluation. The guidewire was unraveled from the distal end, adjacent to the core wire. The separation surfaces were examined and found to be smooth, indicating that the damage was caused by contract with a sharp surface. The spring-wire guide was measured and was found to be within specification. The guidewire was kinked 214 mm and 301 mm from the proximal weld. The outer diameter of the spring-wire guide could not be measured due to it being unraveled. A manual tug test was performed to confirm the proximal weld was intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) packaged with this product warns not to withdraw the guidewire against the needle bevel to minimize the risk of possible severing or damaging of the guidewire. The customer reported issue of the spring-wire guide unraveling was confirmed during the complaint investigation. Visual examination was performed on the returned guide wire. The guidewire was unraveled from the distal end, adjacent to the core wire. The separation surfaces were examined and found to be smooth, indicating that the damage was caused by contract with a sharp surface. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided it was determined that operational context caused or contributed to this event. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports during removal of the guidewire, it was noted that it was shredded.